Event description:
A diagnostic procedure was performed on a pt in 2001, and a 6f angio-seal device was deployed at the femoral puncture site. The physician stated that several femoral punctures were necessary before the artery could be successfully cannulated, and that difficulty had been encountered during attempts to deploy the angio-seal. Twenty-four hours post-procedure the pt was seen in the emergency room complaining of a cold foot on the affected side, where the procedure had been performed. An angiogram diagnosed an occluded femoral artery. The pt was given retaplase to dissolve the clot, which was ineffective. A surgical procedure was performed to remove the angio-seal, along with a large amount of thrombus and plaque. The surgeon stated that the anchor on the angio-seal device had been placed in a ruptured plaque. Follow reports indicated that the pt recovered without consequence.